Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had experienced intermittent wireless module alarms and displayed an error code requiring a reboot during charging. After restarting, the pump lost all settings, including time and date, and had difficulty connecting to the network. Although reconfiguration temporarily resolved the issue, the problem recurred with settings being lost again. There was no patient involvement, and no harm reported.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no service history in the last 12 months. The customer reported issue was confirmed through the event history log review, however, it was not duplicated. The root cause of the issue was the main board which was replaced.